Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. There was an articulation calibration error in the data saved to the system. The adapter had 44 of 50 procedures remaining. An rpa reload could not be attached to the adapter. The adapter body was lifted and the articulation mechanism was observed to be out of home position. The adapter was connected to a representative handle running v29.5 software, and the device calibrated correctly. The articulation mechanism returned to home position. The rpa reload could now be attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated in all directions without hangups or sluggishness. When the reload was being articulated, the handle lost connection with the reload and displayed the attach reload screen. The handle then recognized the reload again. The unit was able to be fired without any issues. The firing force was out of specifi cation. It was reported that the jaws would not open and close. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation calibration error. The most likely cause could not be established from the information available. Another unreported condition was identified: of articulation mechanism not in home position condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (sn:(B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after an opening and closing check was performed, and when resecting the stomach, the jaws could not be opened and closed. A manual adapter tool was used, but the jaws still could not be opened and closed. There was no patient injury.